Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump that has an unspecified malfunction. This condition was found in the intensive care unit. This had the potential to interrupt delivery. The process step that the malfunction occurred was not identified. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flogard infusion pump with an unspecified malfunction was confirmed during product evaluation. The root cause of the reported problem was determined to be broken door hinge.